Manufacturer narrative:
Batch review performed on 24 april 2018; lot 144653: (B)(4) items manufactured and released on 06 october 2014. Expiration date: 2019-08-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary in (B)(6) 2015. In (B)(6) 2015 the patient came in due to signs of infection. The surgeon irrigated and debrided the knee and replaced the liner (B)(4). On (B)(6) 2018 the patient was revised due to signs of infection 2 years and 9 months after the previous surgery. The surgeon swapped the insert. The surgery was completed successfully.